Manufacturer narrative:
The investigation determined that discordant, lower than expected vitros ipth results were obtained from two samples from different patients when tested on a vitros eciq immunodiagnostic system. The results were discordant compared to ipth results obtained from a quest laboratory. The most likely cause of the discordant, lower than expected vitros ipth results is user error due to the use of an expired reagent. Both patient sample results were obtained from vitros ipth lot 0670, which expired (B)(6) 2016. The customer received a new lot of vitros ipth, lot 1090, and quality control results since the use of the new, within-date lot of vitros ipth have been within acceptable guidelines. The discordant, lower than expected vitros ipth results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report discordant, lower than expected vitros ipth results for two different patients when tested on a vitros eciq immunodiagnostic system. The patient sample results were discordant when compared to ipth results obtained at a quest site. Patient 1 vitros ipth result of 357.2 pg/ml versus the quest ipth result of 573 pg/ml. Patient 2 vitros ipth result of 59.2 pg/ml versus the quest ipth result of 99 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were not reported from the laboratory as the customer was performing testing as part of a correlation study for the re-validation of the vitros ipth reagent assay. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).